Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint of poor image capture was confirmed. In addition investigation found the video connector was flooded and the video connector was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): warnings - the endoscopic images and functions are not correct. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Warning- for safe use endoscopic image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. The root cause of the reported failure cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a poor image capture issue. The issue occurred during a therapeutic procedure (resection of a tumor in the bladder) that was completed without delay using a replacement device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.